Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor gearbox jammed. No motion sensor test failure alarm noted during the testing. The excessive no delivery test could not be performed due to constant motor error alarm. The device also had a scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during prime. The customer had tried different infusion sets and reservoirs. Blood glucose value was 187 mg/dl. During troubleshoot the customer stated that the motor did not slow down nor did numbers ramp up on the screen during prime. The alarm history showed a motor error and motion sensor test failure alarm on (B)(6) 2013. The device was replaced and returned for analysis.